Event description:
It was reported that during a carpal tunnel procedure, the scope had a scratch on the lens. The cloudiness was only noticed after the light source was attached and the case began. The procedure was quickly changed from arthroscopic to an open procedure. No patient injury reported. Procedure was a left carpal tunnel. The patient was a female.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record review revealed nothing relevant to this event. Complainant's event was confirmed. Observed condition revealed small black blotch on the lens. Further investigation also revealed gouge marks on the lens. When the scope was function tested with a good video system, small black blotch and gouge marks at the right side of the scope lens were seen. Even with the observed conditions, the lens is still clear. The view of the scope was still clear and usable. The most likely cause(s) for this type of event include damage to the fiber-optics either before or during use from being hit by another device and/or mishandling, bending the device, insufficient and/or improper lens cleaning, or scratching of the lens. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.